Event description:
The carrier tunneling rod broke while trying to tunnel extensions into area behind the ear. Both extensions and a piece of the carrier needed to be removed from chest area. New products were then used. A follow-up report will be submitted, if additional information becomes available.